Event description:
It was reported to philips that the ac power module needs to be replaced on their device due to a beeping noise. A philips biomed was dispatched to investigate the noted issue. Upon investigation, the cause was traced to a faulty ac power module. Biomed ordered a replacement part. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The part was replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ac power module needs to be replaced on their device. There was no patient involvement.